Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. The polaris mmg system was selected for use. During preparation, it was found that the console could not be started. The procedure was not completed due to this event. No patient complications were reported.